Manufacturer narrative:
Additional information was received on january 13, 2022. The patient was stated to be experiencing anxiety as a result of her breast implants in addition to the other issues reported previously. Reason for device explant and/or reoperation: device migration/cutaneous contour deformity/anxiety. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on december 12, 2022. The event date was clarified to be (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration/cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female who underwent primary breast reconstruction with 555cc mentor memoryshape breast implants experienced bilateral device malposition and wrinkling post procedure. Surgical intervention with fat grafting and biopsy was performed on (B)(6) 2018. Ultimately the devices were explanted and replaced with unspecified gel implants on (B)(6) 2021. This patient was part of the glow clinical trial. See 1645337-2021-10972 for contralateral prosthesis report.